Event description:
This lv lead was attempted implant on (B)(6) 2017 due to placement difficulty. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).